Event description:
New information states that the lead was capped and replaced on 7/21/2016. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the right ventricular lead exhibited noise during isometrics. No intervention had been reported.